Event description:
Patient reports pain approximately 6 months after surgery with biozorb marker implantation for breast cancer. There are no further details about the surgical procedure, patient information, or surgeon information.